Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing of noise and changes in morphology. No inappropriate therapy was ever delivered. Review of the untreated episodes noted the potential of sense b node being oversensed. An x-ray of the system did not reveal any abnormalities. Surgical intervention was later performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported. This event will be updated once the product is returned and analysis is completed.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing of noise and changes in morphology. No inappropriate therapy was ever delivered. Review of the untreated episodes noted the potential of sense b node being oversensed. An x-ray of the system did not reveal any abnormalities. Surgical intervention was later performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.